Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the staple did not fire. They opened new load and fired successfully. There was no patient injury.